Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information in b5 was inadvertently omitted from the initial medwatch report. Please see updates to b5, h4, h6 and h10. During the device evaluation, it was also noted that the software needed to be updated. However, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent image was due to a worn video connector latch. The root cause of this event was unable to be identified. Additionally, it¿s likely the loss of image occurred with the series 180 scope because of a faulty patient board set. As for the cause of the faulty patient board set, the subject device was manufactured prior to the design change of the dr printed circuit board. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The initial reporter confirmed that the procedure was completed with a temporary roll chart that was brought into the room. Additionally, the procedure was completed with a similar device. This report is being submitted for the customer's complaint (intermittent image), as well as the image not appearing with the series 180 scope that was found during the device evaluation.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a worn-out video connector latch. In addition, a faulty patient board set causing no image with the 180 scope was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center has occasional video connection issue and will shut off intermittently. The event occurred during procedure and there was no patient harm or user injury reported due to the event.